Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6), batch: 7085402.

Event description:
It was reported that patient was experiencing inadequate pain relief despite reprogramming attempts. The patient underwent explant procedure. No further information has been obtained despite good faith efforts.